Manufacturer narrative:
The component code fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture, as if crushed, distal to the fiber/cap fusion zone. The metal cap was deformed/flattened and showed of severe char, the glass cap showed severe devitrification at the output window and the outer flow tube was stretched/deformed at the distal end. Both caps remain attached. The identified issues may activate the laser systems fiber life function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, internal fiber breakage was observed at 39 minutes, 46 seconds and 407,550 joules of use; the fiber began to misfire. The system did not go into standby mode. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."